Event description:
Report received of an overdelivery. The pump was programmed to deliver an unspecified concentration of morphine sulfate with a 30mg 4 hour limit. The remianing programming parameters were unspecified. The customer reported that therapy was initiated at 1735, and at 1935 the pump syringe was reportedly empty. There were no reported adverse patient effects. No medical interventions were required. The customer indicated that "no patient harm had occurred as a result of the event." The device was removed from clinical service."